Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. Her device was reportedly not working. She did not want it removed but did not intend on using it. Additional information received from the consumer reported that she never got the card that she requested. The patient confirmed that "she was not even going to have the device anymore," she just needed the card, implying that she was going to get the device removed because it was not working.

Manufacturer narrative:
(B)(4).

Event description:
Her therapy never worked but she did not want it removed but did not intend on using it.